Manufacturer narrative:
The reported event was ¿right atrial lead could not fixate appropriately¿. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that during the procedure, the right atrial (ra) lead was unable to implant appropriately. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.